Manufacturer narrative:
(B)(4). Date of this report - updated initial report date.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection with an unspecified length occurred. On "(B)(6) 2018", data was returned and evaluated. The reported event of a loss of connection was confirmed via data for over an hour. The probable cause was determined to be no communication ¿ gap in logs.no additional event or patient information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.